Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter gave a damaged strip meter message. The complaint was classified based on the customer care advocate (cca) documentation and follow up attempts were made to contact the patient without success. The patient reported the issue began on (B)(6) 2014 at 11.15am. The patient manages her diabetes with insulin (no adjustments). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿hypoglycemia¿ after the product issue and alleged self-treatment on (B)(6) 2014 at 12am with food and /or drink. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and walked through resolving the issue, the issue was resolved. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.